Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated they had to have their stimulator removed because it got infected. Patient stated they have been in a wheelchair since explant on (B)(6), 2024 as a result of the surgery and infection. Patient inquired about what to do with their external equipment. Patient mentioned they have a crippled up because of this infection. Patient stated it was a staph infection but was unsure of what actually caused it. When agent inquired event date, patient stated it was 10 weeks after the implant surgery that it got infected, but they never felt like it was healed because they would get up and have a sharp pain. Patient had the recharger during call and mentioned they may have had a controller in their car but they are not sure. Agent reviewed external equipment donation/disposal information, and patient will look for controller and call back with the controller, if they have it, for return label. Patient confirmed a total system explant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information wa received from a patient (pt). It was reported that they do not think it ever fully healed. It didn't relieve their pain and getting up from a seated position always caused pain. The patient stated they are not at least able to get around in a wheelchair and sometimes with a walker. That is how far they have come since (B)(6) 2024. The status of the device was unknown.